Event description:
1) barium enema tip used for colostomy barium enema not indicated for colostomy use.2) patient admitted for possible colon perfration after flex-cuff use and barium enema.3) staff notified not to use existing tips for colostomy barium enemas.4) new colostomy cuffs ordered for immediate use.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: storage/shipment. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. The device was destroyed/disposed of.